Event description:
Additional information received reported the entire system was explanted and the infection resolved. The patient was doing well and taking oral drug therapy.

Event description:
It was reported there was an externalization of the leads. It was also noted there was an unknown infection with the leads. It was unknown if a culture had been taken. Antibiotics and explant were necessary for treatment. It was unknown whether the lead externalization caused the infection or if the infection caused the lead externalization. Explant was to be done the week of report. At the time of report the outcome was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389, lot# serial# unknown, product type: lead. Product ID: 37086, lot# serial# unknown, product type: extension. (B)(4).